Event description:
This pt was receiving a continuous infusion of morphine into the intrathecal space via an arrow epidural catheter and a cadd pca pump. Caregiver attempted to change drug cassette and could not connect new tubing (male end) to end of epidural catheter. When tubing was finally connected, fluid leaked at junction and pt began experiencing a total loss of pain control, ultimately requiring re-admission to hospice for pain management. When pt arrived at hospice, the staff discovered that the end of the previous tubing had broken off inside the epidural catheter hub, blocking the line, preventing connection of new tubing, prevention of drug flow, loss of pain control and ultimate re-hospitalization.